Event description:
Table was moved toward foot end and a hospital clipboard left on the table inadvertently became caught between the moving portion and cover on the foot end of the table. As a result, the cover broke and the technologist was allegedly hit in the eye by a broken piece of the cover.

Manufacturer narrative:
The technologist had a minor abrasion to the cornea from the piece that allegedly broke off from the cover. She went to the hospital's occupational health department and her eye was examined and cleaned. She was not given any type of medication and was told if she had any pain to take some tylenol. She is back at work. The broken cover was replaced. The clipboard being caught between the moving portion and cover on the foot of the table was allegedly the cause of the cover breaking. The piece from the broken cover allegedly was the cause of the eye abrasion.